Event description:
The patient was implanted with a left ventricular assist device (lvad). The nurse reported that while the patient was in the ICU on the day that the lvad was implanted, the system controller was alarming and the pump was off. It was reported that the nurse observed the pump operating speed ramp down to zero rpm. No additional information was provided. The patient was switched to a backup system controller per the manufacturer's instructions for use and remains ongoing on lvad support with no further issue reported.

Manufacturer narrative:
The suspect system controller was returned to the manufacturer and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.